Manufacturer narrative:
Concomitant: PICC line (vendor, size, lot number unknown); needleless valve (vendor, reference, and lot unknown); therapy date (B)(6) 2015. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a crack from the "t-connector" extension set that was attached to the PICC line during a tpn infusion. Blood was noted to be backing up in the t-connector and the extension set was replaced. No patient harm reported.

Manufacturer narrative:
The customer report of a cracked female luer was not confirmed; however, a fluid leak at the tubing-to-female luer engagement was confirmed. Visual inspection observed no obvious damages. Functional testing was performed; fluid leaked out from engagement between the set's tubing and female luer. Dimensional analysis from the observed leak area of the tubing was found to be within specification. Further analysis identified the observed leak to be due to insufficient solvent being applied at the tubing engagement. The cause of the fluid leak was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.